Event description:
It was reported that the customer received an unexpected restart, an external error, and seven displayable history check failed on startup alarms. Her blood glucose level was 338 mg/dl. The customer's blood glucose level was high because she off her insulin pump. The product was returned. Nothing further to report.

Manufacturer narrative:
Insulin pump passed displacement test, rewind, basic occlusion, self test and unexpected restart tests. No unexpected external error, unexpected restart, or displayable history check failed on startup alarms noted during testing. However, displayable history check failed on startup error alarm found in alarm history screen. Displayable history check failed on startup error alarm due to corrupted history file. Unit had cracked case at display window corner and cracked reservoir tube lip.